Manufacturer narrative:
With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's recent history of gi bleed, related comorbidities, and anticoagulation therapy. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a potential event that may be associated with use of the product. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. The company is seeking this information through the event investigation. Device remains implanted.

Event description:
It was reported by the clinical study database that this patient was admitted to hospital for treatment of recurrent gastrointestinal (gi) bleed. Hemoglobin levels on admission were 7.3 the patient had received outpatient transfusions two days prior along with octreotide injections every three weeks in the infusion center. Despite the recent transfusion; however, the patient continued to have black, tarry stools and constipation. After taking magnesium citrate for two days, the patient began to complain of nausea, weakness and a pre-syncopal episode resulting in him striking his elbow on the floor. The patient was transfused and then discharged back home on (B)(6) 2016 with resolution of symptoms.